Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no sample was provided for evaluation, as a result of other confirmed complaints of this nature, b. Braun has initiated a voluntary medical device correction for multiple batches of outlook® pump sets including the batch identified from this complaint. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: blood tubing leaked into pump after transfusion. No injury reported.